Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
The patient presented in clinic after experiencing an alarm. Upon interrogation, low pacing impedance and noise were noted on the right ventricular (rv) lead. Lead damage was suspected. Technical support was contacted and noted the noise on the rv lead resulted in inappropriate shock. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.